Manufacturer narrative:
D6b explant date provided.

Manufacturer narrative:
D4: corrected serial number.

Manufacturer narrative:
Renal failure: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause of position issue was not determined due to insufficient clinical details and no product was returned. Mechanical interaction with blood/ hemolysis: the cause of hemolysis was not determined due to lack of clinical details, no product or data logs returned for analysis.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 60 year old female patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. Prior to the pump the patient was supported by inotropes, vasopressors, and a vent for respiratory needs. Underlying medical history was not shared. The patient was transported on the cp support from community to tertiary medical center and when she arrived the urine was tinged and when echo imaging was performed the team repositioned the pump to appropriate position in the left ventricle. The hemolysis did necessitate the addition of dialysis to preserve renal function and treat the renal failure. The pump remains on for support and patient has survived. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position.

Manufacturer narrative:
Additional information was received that it is unknown if the hemolysis completely resolved but the lactate dehydrogenase is trending down. They did not run plasma free hemoglobin tests as it was a send out. The patient is on dialysis so there is no urine to assess color. The impella is still in use. Urine output was low from the beginning and baseline creatinine was 1.42. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.